Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Based on the available information, the event is likely due to patient-specific factors and biological bone response rather than a device malfunction.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient had developed progressive pain around the prosthesis over the preceding months. The patient underwent revision surgery due to dislocation, moderate metallosis was observed.